Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-00314. - 14 previously reported events are included in this follow-up record. Product return status 7 devices were received. 7 devices were not available for evaluation. Event confirmation status 4 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a lack of lubrication.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6 (method, results, and conclusion code grids).

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
Supplemental rationale corrected data: b5, h10 17 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. - 1 previously reported event in this report should have been included under MFR report #0001811755-2020-00314. 15 previously reported events are included in this follow-up record. Product return status 7 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a lack of lubrication.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 17 previously reported events are included in this follow-up record. Product return status 6 devices were received. 11 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 3 devices were received. 14 device investigation types have not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.